Event description:
It was reported that the patient left hip was being revised for impingement between the stem and the cup.

Manufacturer narrative:
An event regarding impingement between the stem and cup involving an unknown accolade size 2 132 degree neck stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided

Event description:
It was reported that the patient left hip was being revised for impingement between the stem and the cup.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade size 2 132 degree neck. Additional information has been requested and if received, will be provided in the supplemental report.